Event description:
On (B)(6) 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. Based on additional review, the system was taking longer than expected to stabilize after insertion. However, the system has been steadily stabilizing and continued improvement has been shown. Overall, bg values have met the sg trends well, considering the delay that can occur between changes in blood glucose and changes in the glucose seen by the system. User was advised to continue using the system, entering any additional calibrations as requested. A review of the dms showed user is actively using the system and the data is up to date.